Event description:
It was reported that the lead exhibited high capture thresholds and high pacing lead impedance. Externalized conductors were observed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.